Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has to be in a certain position to establish communication between his ipg and patient programmer. It was also reported the patient's programmer reflected a communication error. The patient has been without stimulation for approximately 4 months. Additional information revealed the patient's ipg is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed the patient also experienced sensitivity and discomfort at the ipg site ( described by the patient as heating). The patient underwent surgical intervention on (B)(6) 2016, where the entire scs system was explanted and replaced with a different model. Effective stimulation therapy was restored post-operative and the reported issues are now resolved. .